Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va13f4f, implanted: (B)(6) 2016, product type: lead. Product ID neu_microelectrode, product type: accessory. (B)(4).

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was being implanted for deep brain stimulation. The patient¿s medical history includes dystonia. It was reported that the insertion of the lead or microelectrode caused a hemorrhage in the right basal ganglia. The issue was identified during the intra-operative stimulation of the lead when the physician noticed left hand and left side of face movements/expressions (facial changes) indicating abnormalities. A post-operative CT scan was immediately ordered and confirmed the hemorrhage in the right basal ganglia. Actions/interventions taken to resolve the issue were to close the stimloc and close the incision. The issue was not resolved at the time of the report. Surgical intervention did not occur, and it is unknown if surgical intervention was planned. Additional information has been requested regarding the cause and the actions/interventions taken to resolve the right brain hemorrhage, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.